Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported the patient¿s device was broken and she wanted to get a new one. The patient stated she was at the healthcare professional¿s (hcp) office on (B)(6) who confirmed the patient need a new patient programmer because it was not working. It was noted the buttons on the programmer were non-functional. It was noted while on the call the patient initially stated she was able to sync with the ins. The patient reported seeing 1.0 v and the stimulation was on. The patient stated she went to increase it from 1.0 v it would go to ¿turn stimulation on screen¿. It was noted during that time the patient also reported the patient programmer ¿decreased to #2 on its own¿. Patient services then instructed the patient to turn stimulation on and then try to increase. The patient stated the amplitude would not change from 1.0 v when she would try to increase. The patient stated she did change the batteries on (B)(6) at the hcp¿s office. There was no report of out of box failure. The patient noted they were not feeling stimulation anymore and could not control her feces anymore. The patient stated she realized her device was broken when the frequency was out of control. The patient stated when she was coming out of the hcp¿s office she felt horrible pulses. The patient did not know the date when she stopped feeling stimulation and could not control their feces. It was noted the patient was transferred to repair and a new patient programmer would be sent out. The patient noted the buttons didn¿t work. There were no further complications that have been reported as a result of this event.